Event description:
Hosp reported a total knee arthroplasty revision due to "medial sided knee pain. Their x-rays are within normal limits with uptakes around the tibia. During the revision the surgeon discovered the tibia component was loose." No related device malfunction associated with the revision was reported.